Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the station displayed a black screen indicating a hardware failure had occurred. Windows could not boot up, and the message suggested checking the usb device or hard drive. The hard drive was reseated, and the station was shut off again, but the same issue persisted. A field service engineer replaced the hard drive and performed a re-image, following all the correct steps for the process. It was verified that the device was on rss and under the maintenance schedule. After completing the reimage process and confirming it was on rss, the customer was asked to do an inventory of a couple of medications in different drawers to test functionality. The customer was able to log in and perform the inventory of medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was frozen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.